Event description:
This pt was in hospital with thrombophlebitis of rt lower ext. She coded and during the code the defib machine did not work properly so another defib machine was obtained. CPR was not interrupted, nor would this pt's death be caused by the machine not working properly.